Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy through normal density tissue, after a few samples were obtained, the device allegedly fired by itself after it was primed. Reportedly, the procedure was completed with another device with no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and the lot met all release criteria. Visual/microscopic inspection: the sample was bloody. Both slides were in their initial positions. There were no visual anomalies noted on the device. Functional/performance evaluation: to prime, the top slide was pushed into the device. The top slide was able to lock into place. The bottom slide was then pushed into the device and was also able to lock into place; however, when the bottom slide was primed it was noted that the top slide appeared to have been slightly disengaged. X-ray images of the device were performed while the device was in the fully primed position. It was found that, although the device appeared to be fully primed, the cannula tangs were not completely engaged. The device was fired and the top slide was primed an additional time. X-ray images were performed with the device in the half primed position and it was found that the cannula tangs were not completely engaging. This likely resulted in the self-activation of the device. The device was disassembled and internal parts were inspected. Upon disassembly, it was observed that the left side bumper was missing, thus preventing the cannula tangs from fully engaging. Additionally, the tangs did not appear to be damaged or deformed, and were able to lock securely into place while the device was disassembled. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as images/photos were not provided, a review could not be performed. Conclusion: the device was returned. The investigation is inconclusive for self-activation, as the device was unable to test due to improper tang engagement; therefore, the investigation is confirmed for failure to prime. Additionally, the left side bumper was found to be missing upon disassembly. Per the evaluation results, it was found that the cannula tangs did not engage properly after the device was fully primed. This likely resulted in the reported event. However, the definitive root cause is unknown. Labeling review: the current maxcore disposable biopsy instrument instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.